Event description:
A supplement was submitted for MDR#1061857-2003-00012 to amend the report type ("malfunction" changed to "serious injury") for the reported gas leak (report date: 10/2003). A subsequent review of the complaint database for the 2 year period following the report date of the original event identified the following event as a reportable malfunction: during a service call, the field service engineer observed the system was losing pressure in the chassis. The evaluation of the returned part indicated a gas leak. There was no pt or user impact/injury associated with this event.